Manufacturer narrative:
The product was not returned to abbott vascular for analysis. Return of the guide wire may have further aided the analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue did not contribute to the reported difficulties. The investigation determined the reported core separation appears to be related to circumstances of the procedure as it is likely that interaction with the anatomy/other devices and/or inadvertent mishandling resulted in the reported detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the universal ii balance middle weight (bmw) guidewire was used in the treatment of a chronic occlusion in the left anterior descending coronary (lad) artery. During removal of the bmw, the guidewire fractured. There was no resistance felt during removal. Attempts were made to remove the fractured guidewire with a snare, but the attempts were not successful. Surgical thoracotomy was performed to remove the guidewire. Bypass surgery was performed to treat the chronic lesion in the lad. No additional information was provided.